Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The product was returned to ldr medical. Visual and functional evaluation was performed. According to the study of this case with the product manager, the implant is conform. There are marks on the peek cartidges in the pockets of retention of the superior endplate. These marks shows a rotational movement of the prosthesis during the insertion. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided by the reporter, based on the product history records, the review of the case with the product manager and the recurrence of this type of event for this implant, the likely cause for the event is a user error. In fact, according to the product manager, there are marks on the peek cartidges in the pockets of retention of the superior endplate which shows a rotational movement of the prosthesis during the insertion. It's a user error because during the insertion of the implant, the surgeon should not tried to adjust the implant position and he should not do a rotational movement. Indeed as mentioned in the surgical technique ( step 11) " during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly" . Investigation found no evidence on a product issue. The root cause is a mishandling during implant postioning " rotational move of the implant peek cartidge".

Event description:
Mobi-c p&f us : incorrect position of inferior plate per-op.

Manufacturer narrative:
The product was returned to ldr medical. Visual and functional evaluation will be performed (waiting for decontamination form). Attemps to have more information about this event was made, responses are still waiting. Investigation still in progress. Conclusion is not yet available. Waiting for decontamination form.

Event description:
Mobi-c p&f us : incorrect position of inferior plate per-op. The surgeon implanted the mobi-c cervical disc and the plates appeared (on x-ray) to be unaligned. The implant was never removed from the inserter and was immediately removed. The surgeon replaced the implant with another mobi-c. No harm to the patient. No delay additional information from the reporter on (B)(6) 2018: the depth stop adjustment was set initially at zero. The surgical technique was followed at the mobi-c loading on inserter (¿take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.¿) disc space was under distraction. According to the reporter, it's possible that the surgeon encounter resistance while inserting prosthesis. The prosthesis was not inserted with an angle. No rotational move was done while inserting prosthesis. No difference in surgical steps between the first and the second implant was noticed. The reporter don't know if the surgeon use the mobi-c no touch level. The surgeon use the mobi-c distraction forceps.